Manufacturer narrative:
The failure mode has not caused a death or serious injury nor is it likely to cause a death or serious injury, or require medical intervention to prevent a death or serious injury. Therefore, this event is not reportable.

Manufacturer narrative:
The product problem was reported incorrectly on the initial report. The correct product problem was a leak in the patient circuit. The ge healthcare service representative identified a crack in the canister. The canister was replaced to resolve the issue.

Event description:
The hospital reported a large circuit leak. There was no report of patient involvement.

Manufacturer narrative:
The ge healthcare service representative replaced the vent engine.

Event description:
During a planned maintenance visit, the ge healthcare service representative noted a high pressure condition was observed in pressure mode of ventilation. There was no report of patient involvement.